Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information that the cause of the lead migration was not determined. There have been no actions/interventions taken to resolve the migration. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported no actions/ intervention were taken to resolve the lead migration and anchor issue. The issue has not been resolved it was left as is. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type: lead. Product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's lead migrated while suturing the injex anchor. It was reviewed with the rep that the doctor should hold the anchor and lead in place for 15 seconds before beginning to suture anchor. No further complications were reported. No patient symptoms were reported.